Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, atrial lead impedance was 1580 ohms. Capture thresholds in the atrium had increased to 2.75 v. The pocket was opened and the setscrew of the device was tightened. Measurements were then normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received